Event description:
It was reported that there was an alert indicating an out of range pacing impedance on this right ventricular (rv) lead. It was noted that the lead exhibited high out of range impedance. The impedance has been gradually rising for the past year. The capture thresholds and shock impedance remains within range. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high capture thresholds as the thresholds and impedance has been gradually rising. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was an alert indicating an out of range pacing impedance on this right ventricular (rv) lead. It was noted that the lead exhibited high out of range impedance. The impedance has been gradually rising for the past year. The capture thresholds and shock impedance remains within range. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was an alert indicating an out of range pacing impedance on this right ventricular (rv) lead. It was noted that the lead exhibited high out of range impedance. The impedance has been gradually rising for the past year. The capture thresholds and shock impedance remains within range. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high capture thresholds as the thresholds and impedance has been gradually rising. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.